Manufacturer narrative:
(B)(4). No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that extended charge time was observed through merlin.net transmission. Patient notifier was turned off and few months later charge timeout was noted again. Review of session records revealed that both charge timeouts were from automatic capacitor maintenance charges and they were not preceded by any frequent hv charging. Capacitor malfunction was suspected. Device was explanted. Procedure went well and the patient was discharged in stable condition.